Event description:
The user facility reported that the angio-seal was missing the string component. Additional information provided on (B)(6) 2025: the procedure for the patient prior to angio-seal was a left heart catheterization (lhc) using a 6 french (fr) procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. However, the suture seemed to be missing when clicking back to complete the closure, causing the entire device to pull out of the patient. A pre-deployment angiogram was performed, and manual pressure was used for hemostasis. The patient's condition remained stable. The insertion of the device was smooth. When the doctor went to pull up on the device, he noticed that there wasn't a suture, making it impossible to tamp down the plug and footplate. The device just pulled right out.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device has been returned. The returned sample includes the arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated. They were not in the fully rear locked position. The anchor is visible in the distal tip of the device. The hemostasis sheath and carrier tube were separated, and the carrier tube cap was removed. The suture was present in the device and no abnormalities were discovered with the suture. The anchor was manually pulled, unravelling the suture and allowing for anchor deployment. The complaint can be confirmed for a nondeployment device pullout. The suture was intact on the device and the anchor was able to be deployed. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).